Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8305906. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the intima-ii y 24gax0.75in mz prn slm npvc there was leakage at septum. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: leakage at septum was noticed once start infusion on patient nurse retracted the catheter immediately, no further harm to the end user.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the intima-ii y 24gax0.75in mz prn slm npvc, there was leakage at septum. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: leakage at septum was noticed once start infusion on patient nurse retracted the catheter immediately, no further harm to the end user.